Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ xc. During a follow-up 2 weeks later, the patient mentioned a ¿small, slightly tender bump¿ on the left cheek. Two weeks later, the patient was treated with oral antibiotics and hylenex, with additional hylenex given a week later. The area appeared to be a ¿small hematoma with some fibrosis¿ from the trauma of the cannula placement. Event was ongoing.